Event description:
It was reported the pt was rushed into the cath lab during his ami. After the "coronary angio graphy" was complete, the pt had his left main trunk operated on and the iab was inserted for the CABG. The md inserted the sheath into the pt's "right leg". The iab was not connected to the pump after it was placed. The iab was connected to a pump after the pt was moved to the ICU. As soon as the pump was switched on, it alarmed, "helium gas leakage." The iab was not inflating and it was noticed that there was no paper in the pump and the iab was not "inspected" prior to insertion. The iab was removed and another iab, same model#, was inserted and pump was switched on and there were no more alarms. A follow-up report will be filed if more info becomes available.